Manufacturer narrative:
510(k)# is k082590. The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Device evaluation: on (B)(6) 2011, lfs received the meter involved with this complaint. Device evaluation was completed with the returned meter on (B)(6) 2011 and concluded that the returned meter failed testing: the spc pins were found to be high.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because error 4 was not resolved with troubleshooting.